Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip xtw, one of the grippers did not lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. Additionally, it was observed that the gripper cover was bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the observed bulky gripper cover and gripper cover caught in harness was unable to be determined. The reported single gripper actuation issue was likely due to gripper cover caught on harness. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.